Manufacturer narrative:
As reported, hydro-surg irrigator male adapter cracked, unable to attach probe tip securely. Evaluation of the returned sample finds that the qd adapter broke off in the base. The distal tip was leveraged in one direction forcibly and the qd adapter snapped within the probe tip. Based on the sample condition the qd adapter broke while the probe tip was attached due to excessive forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents one of the hydro-surg plus laparoscopic irrigator used in the case. An additional MDR was submitted to represent another hydro-surg plus laparoscopic irrigator used. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic cholecystectomy, the hydro-surg irrigator broke and malfunctioned during a case. Two devices, the plastic at the end where the suction tip was cracked (male adapter), making it impossible to get the proper seal and suction. The surgeon tried turning up the suction for the two that cracked but the suction tip would not stay attached and the surgeon had to open new devices each time. There was no reported patient injury.